Event description:
It was reported that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. A stylet insertion test failed, the lumen was likely blocked likely by an agglomeration of polymer and blood/body fluid what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this lead was found to be dislodged from lateral branch of coronary sinus (cs), attempted to reuse but the wire would not slide thru the lumen, and the physician decided use a new lead. The lead was explanted and replaced and no additional adverse patient effects were reported.

Event description:
It was reported that this lead was found to be dislodged from lateral branch of coronary sinus (cs), attempted to reuse but the wire would not slide thru the lumen, and the physician decided use a new lead. The lead was explanted and replaced and no additional adverse patient effects were reported.